Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient had a previous non-med tronic 19 millimeter (mm) surgical aortic valve replacement (savr) that appeared to be canted toward the inner curve and a dilated aortic root. The valve was deployed with the valve at 6 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). The valve was released and appeared to be constrained with space between the savr and valve. A post-implant dilation was performed with a 20 mm balloon. The balloon was advanced over the guidewire and placed across the valve with the distal marker just below the valve. Pacing was at 180 and a drop in pressure to mean of 60 with little to no pulsatility, which is desired during pacing. The pressure returned after the pacing was turned off. The balloon was inflated and it appeared to migrate aortic. The physician attempted to push the balloon but the valve dislodged towards the greater curve causing the left side of the valve inflow to dislodge aortic above the stent frame. The balloon was deflated and the valve was being held by the leaflets with the ncc side just above the savr and left side near the top of the savr. A decision was made to implant a second valve inside both the valve and savr. A second valve implanted successfully at a depth of 8-8 on the savr. Post angiography performed showed adequate coronary flow. No additional adverse patient effects were reported.